Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported events as follows: precautions: ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Company representative reported on behalf of healthcare professional that during injection with an unspecified juvéderm® product, the needle broke off mid-injection and the product came spilling out. There was patient contact. No injuries were reported. Healthcare professional later reported that the product was juvéderm® ultra xc and the packaged needle was used. Healthcare professional confirmed that no injuries occurred.